Event description:
It was reported that during a demo of a tad ii guide wire, it was noted that the tad ii guide wire had the product name, product number and lot number for the tad guide wire. The contents were the tad guide wire. The device was part of the account manager's trunk stock and it was the account manager who noted the discrepancy. The product had not been issued to a facility and remained in the original package. Account manager states both the outer and inner packaging indicated the device was a tad guide wire; however, the product label indicated a tad ii. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device indicated that the reported complaint for a tad guide wire being labeled on the chipboard box and the pouch as a tad ii guide wire was confirmed. Per review of the lot history record (lhr) for the tad guidewire, the part and lot numbers on the label matched the product name tad 300 cm; however, the product name on the label (tad ii 300 cm.) Did not match the lhr. Based on further investigation, the label error appears to be isolated to one lot. No adverse patient effect was reported or expected as the tad 300 cm guide wire, though less stiff than the tad ii 300 cm. Guide wire, would still fulfill the indications and intended use.